Manufacturer narrative:
Insulin pump down arrow button did not respond due to corroded keypad trace. Insulin pump received with minor scratches on display window, cracked display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an unresponsive keypad and physical damage. The customer stated that the insulin pump was cracked. The caller did not know the blood glucose reading. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.